Manufacturer narrative:
The subject device was received and evaluated. The reported issue as noted by service repair was not observed during inspection, however, the phenomenon is a sporadical failure (failure cannot be confirmed however occurrence is likely). Furthermore, device evaluation and inspection, service repair noted the following findings: angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down (u/d) knob is out of standards due to worn of angle-wire. The adhesive part of a-rubber (ar) is broken. Switch #1 (sw1) is deformed. There is crease at the connecting tube protector. Distal end has discoloration. Distal end has scratches and dents. Adhesive around lenses worn. Chipped objective lens. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported dirty water drops from auxiliary water supply after reprocessing which was not detected during inspection was observed by the user. The event occurred at preparation for use. The device was replaced and the intended procedure was completed using similar device. There was no patient harm , no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be definitively determined or presumed further - the possibility of abnormal feeding of auxiliary water or a nonconformity regarding other channel functions was not confirmed. The reprocessing manual states on flushing of the auxiliary water channel and precleaning device to be taken immediately after procedure in ¿precleaning the endoscope and accessories¿: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2).¿ olympus will continue to monitor field performance for this device.